Manufacturer narrative:
E1: initial reporters facility name; (B)(6) hospital. Initial reporters address 1; (B)(6). One device received for investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual inspection performed and found the customer reported event was duplicated. Additionally, the functional testing was performed and found the downstream occlusion sensor and printer wire assembly was defective. The downstream occlusion sensor and the printer wire assembly was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device's batteries have leaked into the battery compartment source. The incident was noticed at the time of the preventive maintenance of the pumps. As the batteries were faulty, the pumps didn't work. No patient involvement. The device evaluation noted a defective downstream occlusion sensor.